Event description:
It was reported that a patient underwent an l5-s1 spinal fusion with bmp. At an unknown time post-op, the patient presented with back pain. Patient underwent MRI that showed severe disc degeneration at l5-s1. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.